Event description:
There were no performance or any other type of adverse condition found with the pulse generator. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
It was reported that during generator replacement surgery, high impedance was observed with the new generator attached to the existing lead. The surgeon then replaced the lead. It was reported that the explanted generator and lead would be returned for analysis, but have not been received to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
The explanted generator and lead were received for analysis. Analysis is underway, but has not been completed to date.